Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. At the start of the procedure, upon getting the secondary access a small dissection occurred in the left external iliac so the physician switched to a radial access for the secondary access. They got primary access, proceeded the procedure, pre dilatated and 29mm navitor vision valve was successfully implanted. When they removed the non-abbott wire through the lumen without problems exchanging for the standard another non-abbott wire. They removed the delivery system and closed the femoral access site and hemostasis was achieved. The patient had aortic stenosis. An angiogram was done to access the 2 access sites to find that the primary access site was occluded with what was later to be believe with a vessel dissection. They could not cross into true lumen so got access in the superficial femoral artery (sfa) and crossed the dissection retrograde and stented the vessel. Then they closed the sfa access site and did an angiogram seeing yet another dissection that they were able to mitigate. The physician stated they believed the patient had fryable tissue and that was causing the vessel dissections. The patient was reported discharged.

Manufacturer narrative:
The device was not returned for analysis. An event of aortic stenosis and vascular dissection was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported stenosis and vascular dissection could not be conclusively determined. It is possible that procedural conditions, such as user technique of removing the delivery system, contributed to the reported event. And it was also believed the patient had fryable tissue and that was causing the vessel dissections. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. The reported surgical intervention is the result of case-specific circumstances, as device was explanted.

Event description:
N/a.